Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the trachea during a dilation of a subglottic stenosis performed on (B)(6) 2024. During the procedure, the esophageal balloon was inflated, and the surgical team discovered a small hole in the balloon that was spraying saline. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.